Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that patient had discomfort at the implantable neurostimulator (ins) site. Patient stated the ins was moving in the pocket and it felt like it was going to come out of the skin. Patient had difficulties recharging as a result of these things. A gradual changed in symptoms was noted. It was indicated that patient had an appointment at the end of the month to see healthcare provider and would address these symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.